Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pieces of the dual clean replacement brush head coming out in mouth / half of the 2 piece dual clean replacement brush breaking off while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that pieces of the oral-b dual clean brushhead came out in his or her mouth as he or she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer also explained that half of the 2 piece brush head broke off while he or she was brushing. No symptoms developed. Relevant history: the consumer had been using dual clean replacement brush heads for quite some time without reported previous incident.